Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a moderately tortuous, 180-270 degrees calcified, 90% stenosed left circumflex artery (lcx) lesion. Three low-speed treatments were performed. The first and third treatments were performed distal to proximal, and the second treatment was performed proximal to distal. Optical coherence tomography (oct) imaging was performed, and no issues were observed. An additional three treatments were performed. During the second sequence of treatments, the viperwire advance guide wire was pulled, and the tip touched the oad. This resulted in a fracture of the viperwire tip, which was confirmed via cineangiography imaging. The physician successfully snared the fractured tip. The procedure was completed with non-csi devices. The patient was in stable condition.

Manufacturer narrative:
Return of the device for analysis is anticipated. A supplemental report will be submitted when the investigation is complete. Csi ID: (B)(4).

Manufacturer narrative:
The viperwire advance guide wire was returned to csi for analysis. Analysis revealed a fracture in the core wire near the proximal spring tip solder bond. Scanning electron microscopic imaging determined the guide wire fractured due to excessive torsional forces. The root cause of the guide wire fracture was conclusively determined to be due to use not consistent with the indications for use (IFU). The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).